Event description:
The pt reported that on (B)(6), she was shaking and needed help testing her blood glucose. She stated that she did not remember her son testing her blood glucose, but "it was done the old fashion way," and he later told her that her result was 13 mg/dl. She did not clarify what she meant by this method or provide the time for this result. She provided the following history: time: 12:04 am, bg result (mg/dl): 136, carbohydrate: 13 grams, bolus: 2.75u; 09:24 am, 119, 37 grams, 6.52u; 1.55 pm: 118, 30 grams, 4.60u. At 5:35 pm, her result was 148 mg/dl, and she reported a meter error 3. She reported results of 149 mg/dl at 5:39 pm, 143 mg/dl at 5:44 pm, and 144 mg/dl at 5:47 pm (.6u bolus given). She is also reported results of 150 mg/dl at 6:02 pm, 144 mg/dl at 6:05 pm, 112 mg/dl at 6:12 pm, and 150 mg/dl at 6:32 pm (.5u bolus given). At 6:39 pm, her result was 147 mg/dl, at 6:52 pm, it was 142 mg/dl, and at 7:06 pm, it was 141 mg/dl. She said that she went to the hospital (time not reported), and before she went, she was given a (B)(6) to bring her blood glucose results up. She stated that she spent the night at the hospital, where she was monitored and an electrocardiogram was done. She did not provide further details of her treatment at the hospital. She stated that her blood glucose has been dropping during the night and she has been working with her endocrinologist's office to adjust her pdm settings.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." It also warns, "if your reading is below 20 mg/dl, the pdm displays: "low treat your low bg!". This indicates severe hypoglycemia (low blood glucose)" and "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately."